Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window. Insulin pump was returned for pump error. Format history file analysis confirmed pump error due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a software error alarm. Blood glucose value was 111 mg/dl at the time of the incident. No troubleshooting was performed. The insulin pump will be returned for analysis.